Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined. Olympus reviewed the device history records (DHR) of this lot and there was no irregularity noted. Please cross reference 8010047-2013-00227.

Event description:
Olympus was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the users utilized the lithotriptor to remove stones in the common bile duct (cbd), as the stones were unable to be removed with an unspecified balloon. Three passes reportedly were made without incident. On the 4th pass, the users were unable to close the lithotriptor when the device was outside the cbd. Hence, a second lithotriptor was utilized where stones were trapped on the 4th pass. However, the lithotriptor became stuck while the users were attempting to remove it with the stone. The users reportedly attempted to crush the stone, but the protective sheath was said to have disengaged from the handle. The users reportedly were able to reattach the sheath to an unspecified new handle, and the users were able to remove the device from the pt. The intended procedure was said to have been completed with 15-30 minutes delay. There was no pt harm reported.